Manufacturer narrative:
Qc was within the established ranges prior to the event. Bci field service engineer (fse) reviewed the data, and noted the air conditioning at the time of the event was not functioning and the lab temperature was high. At the time of the service call, the instrument was performing within the specifications. An additional service for modification and adjustment was scheduled and completed as of (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results generated by unicel dxc 800 pro synchron clinical system. The results were reported out of the laboratory, and questioned by physicians. Subsequent testing produced higher results and 25 reports were amended. Patient treatment was not initiated or withheld based upon the erroneous results reported.